Manufacturer narrative:
Concomitant medical products: product ID: ils-0001-fn. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter during a procedure there was a pneumothorax of the right lung. The patient received a chest tube post-op.